Event description:
Autosuture multifire endo gia 30 disposable surgical stapler used during peluroscopy. Stapler malfunctioned while removing. The blade apparatus on stapler fell off unit on the floor. A small screw on stapler was missing. Abdominal x-ray revealed screw in pelvic region. Mini lap. Performed and screw was retreived. Exam of instrument revealed screw (button) was sheared off the unit. Manufacturer was notified. The above increased length of surgery by 90 minutes and hospital stay by 1 day plusdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.